Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kfpa, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported she had a urinary infection in (B)(6). She took oral antibiotics and it cleared up. The patient also had a power on reset in (B)(6). There was no recent medical test or environmental exposure. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about the event. If additional information is received, a follow up report will be sent.